Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The doctor elected to file around the file to complete the procedure. There was no report of injury to the pt. When discussing the settings on his atr unit the doctor reported that he did not know how to utilize the maximum/minimum when need.